Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to load a new cartridge, but the caller declined and planned to follow up if the issue persisted.